Event description:
Because of the infuse implanted during my surgery I have suffered serious injury including pain, physical limitations, the need for a revision surgery, as well as the constant fear I will never be well again.